Manufacturer narrative:
The sensor replacement alert was first presented to the user on (B)(6) 2024, day 26 after insertion. The RMA was authorized for the return of sensor for further investigation. From the return material analysis testing, the returned sensor did not reveal any malfunction. However, a review of the sensor data in dms showed an instability in the reference channel which coincided with the sensor glucose inaccuracies observed. The potential root cause for such failure mode may be related to an issue with the sensor electronics, for example the led behavior at the time, or the in-vivo state of the sensor hydrogel which is not reproduced in the lab. As part of resolution, the RMA was authorized for sensor replacement. B4. Date of this report (B)(6) 2024. G3. Date received by the manufacturer? (B)(6) 2024. D9 device available for evaluation? Yes, on (B)(6) 2024. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 4203. H6. Investigation conclusions updated to 4307.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2024, senseonics was made aware of an incident where the user experienced sensor inaccuracy which led to early sensor removal.